Manufacturer narrative:
Age, weight and ethnicity: unknown/no information provided. Date of event: unknown, not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter first & last name and street address: information unknown/not provided initial reporter telephone number: unknown, information not provided. The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a small dent in the lens post implantation. This was visible through slit lamp. No further information was available.